Event description:
At 10 a.m., the customer obtained a blood glucose reading of 58 mg/dl on her contour next link meter. At the same time, she was retested for blood glucose using the physician's meter and the reading was 185 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The customer returned contour next test strips lot # 8bpeb31a. Sections have been updated with the correct lot #, expiration date and device manufacturer date.